Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer was experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl at the time of incident. Customer was treated with bolus. Customer also reported that the insulin pump had no delivery alarm. Troubleshooting was not performed for high blood glucose. The insulin pump will not be returned for analysis.